Event description:
The hcp reported a "mobile pump secondary to seroma with the catheter pulled into the pump pocket due to tortion on the catheter from the turned pump". The catheter dislodgement was observed via x-ray. The drugs contained in the pts pump were fentanyl (25.0 mcg/ml) and bupivicaine (10.0 mg/ml) delivered at a dose of 0.012 mg/day. The pt's symptoms included unsatisfactory relief of pain. The pt recovered without sequela and is reportedly doing well.